Event description:
Bilateral patient. Litigation alleges that patient has been experiencing pain in both hips, and they are tender and sore to the touch. Additionally, patient has experienced elevated metal ion levels, nerve neuropathy in his left leg, burning on the back of his leg and numbness in his left foot. He had lumps in his left leg muscles, and experiences a clicking and popping sensation when he bends over.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: alert date, date rec'd by mfg. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.